Event description:
Additional information: it was reported that on (B)(6) 2011, both the pump and catheter were explanted on account of a surgical wound infection and device infection. The physician reported that the surgery was performed using the customary aseptic technique. It was of opinion that no particular problem was in evidence. The physician noted that "as distinct from a typical patient undergoing surgery, the entirety of the patient's back area was tattooed. However, as to whether the infection bore any causal relationship with the tattooed area was not yet known." It was reported that beginning (B)(6) the patient's body temperature, white blood count and (B)(6) were elevated. Effusion and oozing from the back wound were confirmed and during surgery, oozing was observed within the subcutaneous dorsal muscle layer as well as around the catheter and abdominal pump, thus it was decided that the entire system be removed as a whole. (B)(6) was also detected in the infected wound. Zosyn and zyvox were administered via IV drip, zyvox from (B)(6). It was reported that on (B)(6) the patient was observed as recovering and the infection in the wound improved.

Event description:
Additional information: in regards to the pump implant surgical procedure, it was noted that there were no particular problems or complications. The cause of the infection was unknown, however it was noted that there was no relationship / causality to the drug. In regards to the "prominent infection in the back" there had been a laminectomy, and worsening of the infection was indicated as being possible; so removal was initially being considered.

Event description:
An infection in the back pocket was reported on (B)(6) 2011, seven days following the pump implant. The pump was explanted the next day. Drug delivered was gabalon intrathecal (baclofen injection). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8711, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.